Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her insulin pump is having a mechanical problem. Customer's blood glucose is 70 mg/dl at the time of the incident. Customer states that the pump was exposed to moisture. Troubleshooting was performed but was unable to clear the alarm. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm.